Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient underwent additional surgery on (B)(6) 2011. Specific details are not provided regarding these surgical procedures. No additional information was provided at this time.

Manufacturer narrative:
Date sent to FDA: 04/23/2020. Corrected information: manufacturing site name. Additional narrative: it was reported that the patient experienced recurrent hernia. It was reported that the patient underwent revision surgery on (B)(6) 2011.

Manufacturer narrative:
Date sent to FDA: 11/2/2020.